Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused cartridges. Tandem technical support educated the customer on cartridges being single use products. Customer's blood glucose level was 120 mg/dl. A cartridge change was performed resolving the issue.